Event description:
Pacing defibrillator pad placed on pt on 7/20/96 and were used for pacing pt. On 7/21/96, the pads were removed and a reddened area 1"x2" noted under chest pad. Silvadene ointment applied.